Event description:
This event was reported as ring explanted after one year due to mitral valve regurgitation. Atrial fibrillation, congestive heart failure and hemolytic anemia. No further information was provided.